Event description:
The device was used during a sub total gastrectomy. Reportedly the tip of the instrument was broken. It could not be located on the sterile field nor could it be located in the pt's cavity through an x-ray.

Manufacturer narrative:
6/23/2005 - initial report sent to the FDA.